Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The philips field service engineer (fse) confirmed the reported issue. The fse opened the bezel and observed the touchscreen connector was not properly inserted. The customer stated that preventive maintenance had been performed earlier, which may have caused the connector to be loosened and eventually disconnected. Following the evaluation of the device, the fse reinserted the cable and reassembled the device to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Upon further investigation, the customer confirmed that the touchscreen issue was identified during testing. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. There was no delay to the patient's therapy. Therefore this complaint no longer meets reportability requirements.